Manufacturer narrative:
A monoblock modular head (details visually confirmed 74121242, 51409 sn: (B)(6) which was used in treatment was received for investigation following hip surgery. As of today, additional information has been requested for this complaint but have not become available. Without definitive part/lot numbers, a complete complaint history review, manufacturing record review and IFU review cannot be performed for the cup & stem involved. A review of the complaint history for the monoblock modular head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. The production records were reviewed for the modular head involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. Scratch groove, a wear patch and discolouration around the wear patch on the bearing surface of the head was observed. The backside of the head where a number 45 was engraved into the device. Wear analysis was performed to review linear wear on the bearing surface of the head. The wear images identified a wear patch on the bearing surface and discolouration on the taper of the head. Maximum linear wear for the head was 304.1m. Based on historic wear data, after 11.2 years in vivo, the measured linear wear on the head is higher than the expected head wear for a non-edge loaded smith and nephew large diameter metal-onmetal device. Depth of material loss on the head taper was less than that could be measured with the measuring technique used. The available medical documents were reviewed. Although elevated metal ions, osteolysis and metallosis were reported, without the supporting lab / pathology results, imaging and/ or operative reports the root cause of the reported clinical reactions and wear on the head cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Right hip revision surgery was performed due to elevated ions of cobalt (91 micrograms/l) and chromium (73 micrograms/l).